Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the outer tubing overlay, the lobe was distorted/bent, there was blood in/on the lobe mechanism and there was apparent explant damage.

Event description:
It was reported that during the implant attempt the lead was not implanted due to patient anatomy. A different lead was successfully implanted. No patient complications were reported as a result of this event.